Manufacturer narrative:
Date of event estimated . Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article titled: "the management of peripheral vascular complications associated with the use of percutaneous suture¿mediated closure devices."

Event description:
A patient was reported through a research article identifying either techstar or prostar device that may be related to the following device issue: device was found in the subcutaneous tissue and fascia above the artery. This device issue may be related to the following patient issues: pulsatile groin mass [pseudoaneurysm], blood transfusion, surgical intervention. Details are listed in the article, titled "the management of peripheral vascular complications associated with the use of percutaneous suture-mediated closure devices."